Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock one day post-implant. A review of the shock episode, as well as stored untreated and atrial fibrillation (af) episodes showed oversensing of noise that was consistent with air bubbles. Device therapy was programmed off and the patient was seen again five days later. At this check, sensing appeared normal and no noise was reproduced with some patient maneuvers. The patient was scheduled for an exercise test for within ten days; therapy remains programmed off pending that appointment. No additional adverse patient effects were reported.